Manufacturer narrative:
Section h4: correction. Section h6: additional information. Manufacturer's investigation conclusion: the report of a break in the silicone jacket of the driveline was confirmed via the analysis of the submitted photograph. A specific cause for the observed damage could not be conclusively determined through this evaluation. The submitted log file contained approximately 10 days of data. No low speed or pump stoppage events were captured that would suggest a driveline issue. The actual speed remained at or above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The submitted photograph showed a small crack in the outer silicone of the controller connector bend relief. A specific cause for the observed damage to the outer silicone jacket of the driveline could not be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU, rev. H, is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii patient handbook, rev. G, is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was noted to have some breaks in the silicone cover. Some portions of the driveline were already covered with rescue tape (MFR number: 2916596-2020-03942) and other portions were covered on (B)(6) 2020. Related manufacturer reference number: 2916596-2020-03943.